Event description:
It was reported, the pt is experiencing a more frequent charge burden and has difficulty communicating with her charger and programmer. The pt also reports, she has lost around 40 lbs. An sjm rep met with the pt and provided a new cycle program that allows a 9.8 day charge interval. A replacement charger was successful in charging her ipg, however her ipg lost it's charge after two days. Surgical intervention is pending to replace her ipg.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.